Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got a flashing display. The blood glucose level was 160 mg/dl. Customer states that the display was gray and blurry. The product will return for the analysis.

Manufacturer narrative:
No display anomalies noted during testing. Unit passed displacement test and selftest.